Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were notified this lead was explanted and replaced on (B)(6) 2016, due to noise.

Event description:
Noise on rv lead. Lead measurements test nominal. The device remains implanted.